Event description:
Customer reported to beckman coulter, inc. (Bec) that they had problems with the negative anion gaps and that approximately 20-30 patient results generated on the unicel dxc 800 synchron system were found to be erroneous. Customer reported that the medical staff questioned the results, the samples were rerun and the results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer further reported that they have changed reagents and calibration material and did a twice weekly flowcell cleaning and then later a calibration with dilute bleach and then ran serum through the flowcell. Calibration was still drifting out of range. The data provided by the customer indicated the calibration was within established ranges. Bec field service engineer (fse) replaced the carbon bridge and verified performance.

Manufacturer narrative:
Evaluation result: carbon bridge.